Manufacturer narrative:
A ge service rep performed an onsite investigation. The c-arm power connector contacts were reseated and the video camera rotation mechanism was adjusted and recalibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that a communication error displayed and the system shut down and also that the image does not rotate. No pt injury was reported.